Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of (B)(4), MFR report # 1911916-2019-00985 that has already been reported for malfunction.

Event description:
It was reported that bd filter needle had epoxy on the needle. This was discovered before use. The following information was provided by the initial reporter: material no. 305200 batch, no. 8200529. It was reported that the filter needle contained a white substance covering a portion of the filter needle hub. On 19-aug-2019, the reporter contacted medical information via phone to request a return only of eylea. The reporter stated that the physician noted on (B)(6) 2019, that the filter needle contained a white substance covering a portion of the filter needle hub. The physician discovered the issue upon opening the packaging for the filter needle return received by qa. Only the filter needle was received. The defect was confirmed (epoxy on the needle hub).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd filter needle had epoxy on the needle. This was discovered before use. The following information was provided by the initial reporter: material no. 305200 batch no. 8200529. It was reported that the filter needle contained a white substance covering a portion of the filter needle hub. On 19-aug-2019, the reporter contacted medical information via phone to request a return only of eylea. The reporter stated that the physician noted on 13-aug-2019, that the filter needle contained a white substance covering a portion of the filter needle hub. The physician discovered the issue upon opening the packaging for the filter needle return received by qa ¿ only the filter needle was received. The defect was confirmed (epoxy on the needle hub).